Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The client decided not to return the device. The client decided not to return the device. It is not possible to determine the cause of the reported event without an evaluation of the device. The client decided not to return the device.